Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported of getting shocks due to low potassium. This patient has a weak heart and wanted to turn this device off which was done by the field representative. An attempt to obtain additional information was unsuccessful. This device remains in service. No adverse patient effects were reported.